Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg), indicating an early eol. The patient underwent a procedure where the ipg was removed and replaced with a rechargeable ipg. Post operatively, the patient was doing well. The explanted device will not be returned as it was retained by the hospital.

Event description:
It was reported that the patient received the end of life (eol) message for their non-rechargeable implantable pulse generator (ipg), indicating an early eol. The patient underwent a procedure where the ipg was removed and replaced with a rechargeable ipg. Post operatively, the patient was doing well. The explanted device will not be returned as it was retained by the hospital.

Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This ipg was not returned as it was retained by the hospital. As such, physical analysis has not been conducted in our laboratory. A labeling review identified that the device was used per the instructions for use (IFU)/product label. When the ipg battery is fully depleted, the eos indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available, and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The explanted ipg was not returned for analysis. As such, physical analysis has not been conducted in our laboratory. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.